Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer was hospitalized for diabetic ketoacidosis. Multiples attempts were made by tandem technical support to follow up with the customer for troubleshooting; however, no response was received, and no additional information was provided.